Event description:
Customer reported via phone, the insulin pump had alarmed weak battery and now it was alarming button error. She was changing the battery and once she inserted the new battery the device alarmed button error. Customer's blood glucose was 180 mg/dl. No other significant event other than her changing the battery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.